Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The distractor body slipped out of the detachable plate and a surgery was performed to reattach the distractor body to the plate.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this patient and product, please see associated report: MDR 9610905-2018-00031.